Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the connection was loose between the solution bag and the supply line of the automated peritoneal dialysis (apd) set with cassette when the patient connected the two components to each other. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.